Event description:
Pt with leaking vac, vac machine not alarming but sponge was not compressed and drainage was leaking out of dressing. Upon removal of sponge a large amount of drainage spurted from the wound.